Event description:
It was reported that the disposable broke off. The failure occurred during treatment. No harm to any person has been reported. New information was received on (B)(6) 2025 that according to the biomed the hls set came off. The disposable is not available, as it was discarded by the customer. The getinge service and sales technician confirmed that there was no fault on the cardiohelp device. Due to a review of the logfiles a pump disposable error occurred on the event date, which indicate that the hls set was disconnected, afterwards a pump stop occurred. As a pump stop occurred due to a pump disposable failure, a report is required. Complaint ID (B)(4).

Manufacturer narrative:
A getinge service technician will investigate the affected cardiohelp. A follow-up medwatch will be submitted when additional information becomes available.

Manufacturer narrative:
It was reported that the disposable broke off. The failure occurred during treatment. No harm to any person has been reported. New information was received on 2025-06-25 that according to the biomed the hls set came off. The disposable is not available, as it was discarded by the customer. The getinge service and sales technician confirmed that there was no fault on the cardiohelp device. Due to a review of the logfiles a pump disposable error occurred on the event date, which indicate that the hls set was disconnected, afterwards a pump stop occurred. As a pump stop occurred due to a pump disposable failure, a report is required. A getinge field service technician (fst) was sent for investigation on 2025-06-03. No part was replaced and the failure could not be confirmed. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The log files of the reported cardiohelp device were reviewed and the alarm messages "pump disposable error - stop " and "pump stopped" could be confirmed on the date of event. The reported failure could not be reproduced and there was no failure on the device, therefore the exact root cause remains unknown. However, according to the risk file of the cardiohelp device the following root causes can lead to the reported failure: - user does not properly attach the device components and/or accessories (e.g., extended mast, emergency drive, disposable, transport holder and other accessories) - user puts force on the device (e.g. Leans on the handle) - the device components and/or accessories are not fixed together - the user didn´t mounted the hls module to the cardiohelp drive or user did not mounted the hls module correctly to the cardiohelp drive. - no coupling or insufficient coupling between the cardiohelp device and the disposable during transport. In the cardiohelp instructions for use (IFU) chapter "using the emergency drive with the disposable hls retainer" is stated that the emergency drive can be used to manually control the blood flow in case of a failed cardiohelp. In the instruction for use (IFU) is stated that it is necessary to decrease the flow to zero before disconnecting and connecting the disposable to the device. The review of the non-conformities has been performed on 2025-07-25 for the period of 2017-07-11 to 2025-05-22. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2017-07-11. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the results the reported failure "pump stopped due to pump disposable failure" could be confirmed related to the logfiles, but is not a device related malfunction as the failure could not be replicated. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary's trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID (B)(4).